Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had a sacral nerve stimulator and a spinal cord stimulator (scs). When both devices were active the sacral nerve stimulator was not working, or the patient was getting up every 15 minutes to urinate. Refer to manufacturer report number 3007566237-2015-01007.